Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 103761200, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Fill volume: 99 ml, flow rate: 2 ml/hr, procedure: unknown, cathplace: intravenous. A report was received stating a nurse reported that a 5fu medication infusion pump ended earlier than expected. It was noted that the pump was about 16 hours faster. It completed at 10:00 pm the previous evening, but should have lasted until 2:00 pm the next day. This event prompted the center to contact other patients on the homepump. There was no patient injury associated with this event. The physician only reported a fast flow. Additional information has been requested but not received.